Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock. Review of the episode found small r-waves resulting in t-wave oversensing. The patient had undergone a fistulogram and felt the shock shortly after waking from the procedure. It was noted that the patient had gone into bundle branch block (bbb) which changed the morphology and resulted in the oversensing. The vector was reprogrammed from primary to secondary. Approximately eight months later, the patient received an additional inappropriate shock after going into bbb. Programming the smart pass feature off was discussed to reduce the oversensing. No adverse patient effects were reported. This report will be updated should further information become available.